Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity.¿

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2006 with biomet acetabular and non-biomet femoral components. Subsequently, patient underwent a revision on (B)(6) 2014 due to unknown reasons. The liner and femoral components were removed and replaced. A competitor modular head was used to complete the procedure. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to dislocation. The liner and competitor modular head were removed and replaced.